Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, model description: tined lead, based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this neurostimulator was not receiving adequate stimulation. The patient previously noticed a red light on their remote control. Despite attempting to troubleshoot, the issue persisted. Upon assessment, it was noticed that the clinician programmer presented an error code. The patient had the device explanted. There were no patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead. UDI: (B)(4). Additional information: added to e1.

Event description:
It was reported that the patient with this neurostimulator was not receiving adequate stimulation. The patient previously noticed a red light on their remote control. Despite attempting to troubleshoot, the issue persisted. Upon assessment, it was noticed that the clinician programmer presented an error code. The patient had the device explanted. There were no patient complications.